Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, low amplitudes (around 0.7v) were measured during an atrial sensing test although the egm showed high amplitudes (around 2.5mv).

Event description:
Reportedly, low amplitudes (around 0.7v) were measured during an atrial sensing test although the egm showed high amplitudes (around 2.5mv).

Manufacturer narrative:
(B)(4).